Event description:
Additional information was received from the patient. They reported that they requested reprogramming. They were referred to their healthcare provider (hcp) for revision or removal of the device. Patient was also having pain over her spinal cord stimulator battery. The pain was described as severe, rated 10/10. Patient stated that the stimulator was not providing her any relief of pain. Patient was not certain they wanted a revision or trial with another company. Patient preferred removal of the stimulator rather than revision or trial with a different brand. Patient described pain localized to the area of the stimulator battery and noted that certain movements exacerbate the discomfort. Patient had not tried topical treatments such as creams, gels, or patches for relief. Additionally, patient stated that they didn't feel the stimulator was providing any relief for her back or leg pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt saw their pain doctor and the pt was also supposed to see someone else from medtronic but the medtronic employee did not call to say that they would be there. So their doctor called medtronic as well since the pts ins battery had shifted and the pt was in pain. The pt had been having pain for over a month and the pt had not only told their doctor that it did not feel like it was working but the pt thought they also told medtronic rep also that they did not feel like it was working. The patient noted that they had not heard from medtronic in over a year. Pt was supposed to meet a medtronic employee at the hcp at one point maybe 6 months ago and the pt also talked to someone about changing the programs on the machine but that did not work; the pt had not heard from anyone since then. Pts doctor left a message last monday and they had not heard from medtronic so pt tried leaving a message today. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.